Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
The purpose of this investigation was to evaluate the alumina ceramic femoral head and alumina ceramic liner. The as-received components were examined visually and microscopically. No destructive testing was carried out. Roughening and metal transfer was observed on the articulating surface of the alumina ceramic femoral head. Sem/edxa spectrum analysis of the metal transfer regions on the articulating surface of the alumina ceramic femoral head revealed signs of titanium, iron, and chromium. Sem image analysis of the roughened regions of the alumina ceramic femoral head revealed signs of grain pull-out. Metal transfer was observed on the superior surface of the rim and the articulating surface of the liner. Sem/edxa image and spectrum analysis of the superior surface of the rim revealed signs of titanium. Sem/edxa spectrum analysis of the superior surface of the rim revealed signs of iron and chromium. Sem/edxa spectrum analysis of the articulating surface of the liner near the rim revealed signs of iron, chromium and nickel. The metal transfer observed on the taper surfaces of the alumina ceramic liner due to contact with the acetabular shell was non-uniform. The majority of the metal transfer observed on the articulating surface of the femoral head and liner was stainless steel. This was likely due to contact by the head or liner with a stainless steel object and subsequent articulation between the head and liner. There were signs of titanium transfer on the femoral head and superior surface of the liner which was likely due to contact between the femoral head and titanium shell and subsequent contact with the liner. The grain pull-out observed on the femoral head was likely due to the articulation of the two components in the metal transfer region. The metal transfer due to contact between the taper surfaces of the liner and the shell was not uniform which suggests the liner was not fully taper locked with the shell.